Event description:
The product was rec'd for analysis after one month implant duration. The rep provided the unit was retrieved due to a reported staph infection. The device was implanted in 2006. No other info was available at the time of this report. Additional info has been requested from the hcp. A follow-up report will be sent when additional info is available. The device was explanted and returned for eval.

Manufacturer narrative:
Preliminary device analysis was not available at the time of this report. A follow-up report will be sent when proudct evaluation is complete.